Manufacturer narrative:
The subject device has not returned to omsc but was returned to olympus (B)(6) for evaluation. Olympus thailand checked the subject device and duplicated the reported phenomenon. It was found the camera cable damage which caused no image signal and no image. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the nurse connected the subject device to the video processor then powered on, but the image of the subject device was not displayed before the unspecified procedure. Then user changed the device to another for completing the procedure. The field service engineer of olympus thailand went to the user facility and checked the subject device, therefore it was confirmed the reported phenomenon. So the subject device was brought back for repair. There was no patient injury associated with this report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. G2 - checked "other" and added the country thailand. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of no image was likely due to the user applying excessive force to the camera cable by bending, pulling, twisting, or squeezing it which damaged the cable. The specific root cause of could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.